Manufacturer narrative:
No button response due to corroded keypad traces. No button error alarms noted. Cracked reservoir tube lip, cracked battery tube threads, scratched display window and cracked case near display window corners noted during visual inspection. Moisture damage noted on electronic assay and corroded motor home switch noted.

Event description:
It was reported that the customer received a button error. Customer stated going to the pool wearing the insulin pump. Customer's blood glucose was 136 mg/dl. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.